Event description:
The customer reported that last year she had a pod that she had an infection with and she was hospitalized for 3 months from (B)(6). The customer also said that she has a scar, redness, and what looks like a hole. She stated that the site was drained and antibiotics were given.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to patient's infusion site infection. No qualification and sterilization records were reviewed because no product lot number was reported.